Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged after this patient had a fall. An upgrade procedure was being performed and the lv lead was connected to the replacement device and pacing impedance measurements greater than 3000 ohms were observed. The lead was disconnected and reconnected to the device and measurements were still out of range at greater than 2500 ohms and higher. A third attempt to disconnect and reconnect the lead into the device produced some in range measurements in unipolar configuration; however; all bipolar impedance measurements were within the 2000 ohm range. Additionally, elevated threshold measurements were noted in certain configurations. The device to lv lead connection was tested and verified via fluoroscopy and a tug test was performed. It was also reported that the right ventricular (rv) lead would not go all the way into the header of this device. This device was not implanted and will be returned for testing. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. All set screw seal plugs were intact and each set screw was verified to operate normally. Inspection of the lv is-4 lead barrel noted no functional irregularities. All spring connectors were found in place and undamaged. A laboratory test lead was fully inserted into the rv lead barrel with no difficulties encountered. A test lead was also inserted into the lv barrel and both rv and lv impedance testing was completed. The tests resulted in good measurements. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.